Manufacturer narrative:
The customer complaint of maxplus separated from extension set could not be confirmed due to the product was not returned for failure investigation. A photo of the set marked by a green circle around the maxplus to the luer connector of the extension set indicates from where the customer experienced the separation but the separation could not be confirmed based on the photo. Patient demographics requested however not provided.

Event description:
It was reported that maxplus pressure rated extension set with removable clear needless connector broke/cracked at the hub .